Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the display was not working. The customer reported there was no patient involvement.

Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response. If additional information is received at a later date, this complaint will be re-opened and re-evaluated accordingly.